Event description:
Per the clinic, the patient underwent a revision surgery to replace a dislodged magnet. During surgery, the implant was damaged requiring explantation. The patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B) (4)

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a da vinci s hysterectomy procedure, the jaws on the maryland bipolar forceps instrument melted. No other information was provided. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.